Manufacturer narrative:
Pump was received, with a critical pump error (open book image) alarm. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat, due to critical pump error (open book image) alarm. Successfully downloaded pump traces and history file using thump. In further full review of the pump history/traces on the event date of (B)(6) 2024. There is no unexpected alarms/suspends. Unable to verify, daily total of basal/bolus and all insulin delivered on the event date (B)(6) 2024, listed on smartsolve, due to insufficient data in the trace/history files. Please see below for pump error(s)/alarm(s) noted, 1 week prior to the event date (B)(6) 2024, in the formatted history file. Low battery alert was found on: 09/23/2024, 02:46:00.000. Replace battery alert was found on: 09/23/2024, 12:17:00.000. Insert battery alarm was found on: 09/23/2024, 12:23:06.000. Power management graph was successfully generated. The power management tool confirmed, the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Earliest power data available, per the power management tool/detail trace file is on 30-sep-2024 at 8:18:58 pm. There was no power data available for the date of 23-sep-2024. Unable to check power data for low battery alert and replace battery alert. Unable to test for low battery alert and replace battery alert, due to critical pump error (open book image) alarm. Low battery alert and replace battery alert were unknown. Lost sensor 1 alert (780), was found on: 09/23/2024, 21:21:00.000; 09/28/2024, 21:26:00.000; 09/28/2024, 21:36:00.000. Lost sensor 2 alert (781), was found on: 09/23/2024, 21:37:00.000; 09/28/2024, 21:52:00.000. Sensor error alert (801), was found on: 09/23/2024, 19:15:56.000. Unable to test for lost sensor alert and sensor error alert, due to critical pump error (open book image) alarm. Lost sensor alert and sensor error alert were unknown. Critical pump error (open book image) alarm and pump error 55 alarm confirmed, in the formatted history file on 10/03/2024, 03:34:22.000. As per global logic analysis, pump error 55 alarm (file number: 39, line number: 691) was confirmed, suspected on hw. Pump was cut open to perform visual inspection. And found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.35 mv). Test p-cap and reservoir locked properly into reservoir compartment, during testing. The following were noted, during visual inspection: a cracked keypad overlay and a scratched case. Unable to verify, customer alleged for low bgs. Unable to perform the required testing, due to critical pump error (open book image) alarm. Critical pump error (open book image) alarm confirmed, due to fatal alarm pump error 55. Critical pump error (open book image) alarm and pump error 55 alarm confirmed, suspected on hw. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced low blood glucose. The customer reported a blood glucose value of 53 mg/dl. The customer reported hypoglycemia treated with glucose/carb intake. The event involved product(s) mmt-7040b, mmt-342, mmt-431ah, and mmt-1884l. Troubleshooting was performed, and the issue was not resolved. The customer has been using the insulin pump system within 48 hours of the reported low blood glucose event, and the customer was used the auto mode feature. No further patient complications were reported. No product return is required for mmt-7040b. No product return is required for mmt-342. No product return is required for mmt-431ah. It was unknown whether the customer will continue using the device, and no product return is required for mmt-1884l.